Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance and pacing thresholds had increased suddenly. Crosstalk was also observed with an increase in short v-v intervals noted. During the revision procedure, the rv lead was noted to not be fully in the connector. The device was replaced due to approaching eri. The lead remains in use. No patient complications have been reported as a result of this event.